Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar atrial lead impedance was 208-212 ohms. Historically, the lead impedance was in the low 300 ohms range. Unipolar atrial impedance was 312 ohms. The device was programmed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received